Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Two struts n the most proximal row were raised distally and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had broken approximately 24 cm distal from the catheter's strain relief. Severe kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, a shaft kink occurred. Vascular access was gained via the femoral artery. The 2.75x30mm, 90% stenosed, eccentric and progressive target lesion was located in the right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated and the 2.75x32mm taxus liberte stent was advanced but was unable to cross the lesion and the shaft kinked. The procedure was completed with another 2.75x32mm stent. There were no patient complications reported. However; returned device analysis revealed a shaft fracture and stent damage.